Manufacturer narrative:
Return requested. Replacement cable adapter dvi shipped to site 09/19/2016. No parts have been received by manufacturer for analysis. On (B)(4) 2016 a medtronic representative, following-up at the site, reported the site nurse stated that their navigation system was functioning normally.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system surgeon monitor and staff monitor showed partial video which was flickering. In trouble-shooting, the medtronic representative re-seated all video connections and by-passed the video splitter without resolution. Slave video out without resolution. The computer to video splitter cable did not appear damaged. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.